Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint device was not received for evaluation. Based off the information provided, the most likely cause for the reported failure can be attributed to user error of the device due to prying/leveraging the device during use.

Event description:
On 08/19/2022, it was reported by a sales representative via sems that an ar-9676 angled reamer, drive shaft, and an ar-9597-10 angled reamer sleeve had an issue. During an unspecified procedure, the ar-9676 angled reamer, drive shaft cold welded inside the ar-9597-10 angled reamer sleeve and would not turn, and the ar-9597-10 angled reamer sleeve welded to the ar-9676 angled reamer, drive shaft. This was discovered during use with no impact to the patient. Additional information was requested. On 08/31/2022, the sales representative stated the following information via phone: this event occurred during a reverse total shoulder procedure on (B)(6) 2022. The surgeon was able to ream the bone, and after that part of the procedure had been completed, both complaint devices had cold welded together. The surgeon then proceeded to complete the case successfully with no impact to the patient.